Event description:
It was reported by the customer that a pyxis medstation es system dispensed the entire vial according to the inventory when a dose of insulin was removed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had dispensed the entire vial according to the inventory, when a dose of insulin was removed. A technical support specialist advised the user to unloading the item completely and repend them to resolved the issue. The system functioned as intended after the customer troubleshot the device.